Manufacturer narrative:
(B)(4). The actual sample was not returned to ashitaka factory for evaluation. With no product code or lot # information, the investigation was limited to user facility information and samples from the current production run. Visual inspection did not reveal any defects or anomalies. A magnified inspection of the surface did not reveal any anomalies that would have contributed to the reported issue. The outside diameter was measured along the total length and was found to meet specification. The production product code and lot number was not provided by the user facility, which prevented review of applicable production or complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the available information from the user facility it is likely that the actual sample was subjected to a hard object at the transition area between the urethane coating and the core wire resulting in the reported event. The potential for such an event is addressed in the instructions-for-use. The IFU states: "do not use the glidewire with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the glidewire plastic coating to shear and/or sever the wire." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4). Device not returned.

Event description:
The user facility reported that during a peripheral case the gw tip accordioned. Follow up communication with the user facility confirmed the following: (1) a .035gwa was being used; (2) the doctor went to remove the gwa and the distal gw tip, past the duo-core had accordioned; (3) it was confirmed that no jacket pieces were left in the body; (4) the procedure was completed; and (5) there was no patient impact.